Event description:
It was reported that during a da vinci s prostatectomy procedure, fibers from the endowrist prograsp forceps instrument fell into the patient. The fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse event or complications were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed the metal proximal clevis has become dislodged from the distal end of the main tube. The main tube interface wall has a section that has collapsed and is missing material. The grips and other metal components at the distal end exhibits scratches and gouges. Engineering concluded that breakage of the instrument is most likely due to overloading of the wrist and grip assembly. No other damage was found.